Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured. The fractured piece was removed and the implant is fine.

Manufacturer narrative:
A titanium hexed uniscrew (uniht) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear (nicks and gouges) due to usage and debris around the shank and the hex feature. The fractured bottom portion was not returned. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. The lot number for the subject screw (uniht) is unknown. Therefore, the respective DHR could not be reviewed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. Device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.